Event description:
The customer reported to olympus that the flex videoscope had an electrical contact error. There was no patient harm associated with the event. The device was returned for evaluation. During inspection and testing, scope communication error e216 appeared, and the scope identification board was damaged. This report is being submitted for the malfunctions found during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device evaluation found that due to damage to the charge coupled device (ccd) unit, scope communication error e216 occurred. The video connector and light guide cover lens were deformed. Scratches were found on the adhesive on the bending rubber, switch 2, and the video cable protector. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. Based on the results of the investigation, a definitive root cause for the scope error and ID error could not be determined. The event can be detected/prevented by following the instructions: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events as below. ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.